Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Please disregard h6 health effect clinical code - 4582 no clinical signs, symptoms or conditions as this codes are not applicable for this report.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. The patient's spouse reported receiving a text message from the patient indicating an estimated glucose value (egv) of 71 mg/dl, and that he planned to eat. This occurred four days after the sensor was placed on the patient's arm. According to the spouse, although the egv was 71 mg/dl at the time, she believed the actual glucose level was lower, especially considering the patient exhibited no symptoms prior to losing consciousness. It is unknown whether a fingerstick reading was taken for comparison. Both of the patient¿s primary display devices showed the same egv, and the spouse was able to view the patient¿s data via the dexcom follow app. No further updates were received after the initial text message. On the morning of saturday, (B)(6) 2025, the patient called his spouse but was not speaking coherently. The follow app indicated an unspecified low glucose reading, and no fingerstick was taken at that time. Per technical support (ts), the spouse did not provide a specific glucose value. The spouse then contacted her daughter to check on the patient. Upon arrival, the daughter found the patient awake but non-verbal and sitting on the floor in a blanked-out state. A blood glucose test showed a reading of 42 mg/dl. The daughter administered a glucagon injection and called emergency services. There were no reported error messages from the cgm device prior to or during the event. When paramedics arrived, they measured the patient¿s blood glucose at 22 mg/dl. The cgm reading at that time is unknown. The spouse could not recall whether any treatments or medications were administered by the paramedics. The patient was transported to the hospital on the same day. Due to concerns of a possible stroke, medical tests including an EKG and CT scan were performed. According to the spouse, the hospital noted discrepancies between the cgm readings and actual blood glucose levels, with egvs reportedly off by 50¿100 mg/dl. The hospital also diagnosed the patient with dehydration. The patient was discharged on 09/09/2025, with blood glucose levels reported as normal. During a follow-up call, the patient reported difficulty pairing a new g7 sensor. After successfully applying the new sensor and completing the warm-up period, the cgm displayed a reading of 176 mg/dl. No fingerstick comparison was performed at that time. The patient was reported to be in good condition during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 50-100 mgdl off. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.